Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis an high blood glucose of more than 600mg/dl. The customer stated having difficulties with the insulin pump. Troubleshooting was declined, and the customer requested a replacement of the insulin pump. No further info was provided.